Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. Sensor passed per specification.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when their blood glucose level was not low. The customer's blood glucose level was 80 mg/dl but their sensor glucose level was 42 mg/dl. The sensor cannula was bent. The customer was advised that the device would be replaced and agreed to return the product for analysis.